Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
Reporter alleged she attempted to test on the aviva system and couldn't because the device did not have power. Reporter stated that in the next 24 hours, she began feeling dizzy and went to the hospital. Reporter stated that there, a result over 200 mg/dl was obtained on their system, she was treated with insulin, and she was admitted for hyperglycemia and heart problems. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.